Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, while a definitive root cause could not be established. Investigators believe it likely that the high-frequency treatment device was used without maintaining sufficient distance from the tip, ultimately leading to the reported burned portion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device was burned on the plastic distal end cover. There was no patient involvement.